Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue was related to the fridge not functioning properly. A field service engineer found that when one drawer failed, all drawers stopped functioning. Although the issue was temporarily resolved, it reoccurred shortly after. The engineer tested all drawers multiple times with no further failures and also tested them using the hardware test application. The system functioned as intended after the troubleshooting was completed by the field service engineer.

Event description:
It was reported by the customer that the bd pyxis¿ es refrigerator was not functioning properly. A nurse was removing a med from an internal pockets of the helmer when a hardware message appeared on the screen, it then failed 5 of the internal pockets. After signing out the nurse heard a loud click from inside the fridge. There were no adverse events or injuries reported as a result of this incident.